Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
Hospital nurse called in stating that prior to sending a patient home with their #16400 (mini express 500), a nurse used an 18 gauge needle on the leur-lock port to add saline water in order to check patient for air leaks. The nurse's concern was if the chest drain itself was compromised due to the incorrect needle being used, and the next appropriate course of action. Recommendation to the nurse was that the patient should be brought in and have the chest drain switched out, in case their current chest drain was compromised in any way. Patient is currently fine, no harm or injury.

Manufacturer narrative:
Investigation: this complaint reports that a nurse used an 18 gauge needle to add saline water through the luer-lock port of an express mini 500 (p/n 16400) drain to check for an air leak. The patient was then sent home with the drain. The customer reported this occurrence because they are aware the needle should not have been used on the drain and wanted to know what they should do about it. They confirmed that the patient has not experienced any harm as a result. No pictures or lot number have been provided and the drain has not been returned for evaluation. A DHR review could not be completed because no lot number was provided. No changes to the specifications of the drain related to this complaint were identified. The IFU provides adequate instructions for the use of the drain (including how to perform air leak detection) and a warning against using a needle to puncture the luer port. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. A complaint history review was completed which found no related complaints. A recurring lot number report could not be completed because the lot number was not available. No related cars or capas were identified. Because no evidence has been provided, the complaint cannot be confirmed. No device nonconformity has been alleged by this complaint, so a device nonconformity cannot be confirmed either. The root-cause for this complaint is user error. H3 other text: device not available for return.

Event description:
N/a.